Event description:
Approximately 1 hour and 10 minutes into procedure, the patient experienced tightness in the chest. Oxygen therapy was administered, and following medical orders, 5mg of dexamethasone sodium phosphate injection was administered intravenously. Clinical team confirmed that the medical device consumables were not replaced throughout the process. Only symptomatic treatment was administered. The patient's symptoms improved after 19 minutes. Treatment was resumes and completed without further incidents or discomfort.

Event description:
Approximately 1 hour and 10 minutes into procedure, the patient experienced tightness in the chest. Oxygen therapy was administered, and following medical orders, 5mg of dexamethasone sodium phosphate injection was administered intravenously. Clinical team confirmed that the medical device consumables were not replaced throughout the process. Only symptomatic treatment was administered. The patient's symptoms improved after 19 minutes. Treatment was resumes, and completed without further incidents or discomfort.